Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip, while performing second establish final arm angle, the clip opened about 60 degree. The process was repeated and the clip functioned as intended. The clip was deployed successfully at anterior and posterior leaflet 2 (a2p2) and the procedure was completed. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip, while performing second establish final arm angle, the clip opened about 60 degree. The process was repeated and the clip functioned as intended. The clip was deployed successfully at anterior and posterior leaflet 2 (a2p2) and the procedure was completed. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.